Manufacturer narrative:
Additional information received indicated that the patient experienced regurgitation after the device was sutured into place. The device was explanted and replaced. There was no problem with the device, but rather the native tissue could not be repaired. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that on the day of implant of this mitral annuloplasty ring, the device was sutured into place and then removed. The reason the device was removed is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.